Event description:
Customer reports that needle broke during surgical procedure. X rays were taken and an attempt was made to retrieve the needle, after 20 minutes the surgeon decided to leave the needle piece in the tissue as he did not want to extend anesthesia any further. The needle remains in the pts fascia. The pt was advised to return to the or in 4/2004 for surgical removal of the retained portion of the needle.